Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time implant are unknown. It was reported that the patient has severe coronary artery disease and a poor candidate for surgical open repair of aneurysmal disease. It was reported that approximately 29 months post implant a follow-up CT demonstrated that due to disease progression resulting in dilatation of the aortic neck, the stent graft has migrated approximately 1 cm. There was no endoleak present. The physician continues to monitor the patient, there is no endoleak present. No additional clinical sequelae were reported and the patient is fine.